Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including dyslipidemia.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. D1./d4./g5. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2900tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) year, ten (10) months due to severe aortic stenosis caused by calcification secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient status was reported as under treatment. The device was not returned for evaluation as it remained implanted.